Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not power on) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to sticky contacts on the j1 battery connector. The root cause for the sticky contacts was unable to be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor would not power on.